Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced excessive no delivery alarms. Customer's blood glucose was 541 mg/dl, which was treated with manual injection. Customer reported to have gone through troubleshooting with another representative who seemed to have resolved issue and customer received another no delivery two hours later. Customer states that healthcare professional advised to disconnect from insulin pump therefore, customer could not complete troubleshooting. Customer requested for insulin pump to be replaced.